Event description:
It was reported that the shaft break occurred. A 3.00mm x 20mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the device failed to cross the lesion and the shaft broke. The procedure was completed with a non-boston scientific device. There were no patient complications reported.